Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was giving an "abnormal energy delivery" message during testing. The biomedical engineer further advised that their defibrillator analyzer did not register any energy output during testing, indicating that defibrillation was not being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control recommended that the biomedical engineer replace the therapy pcb assembly. It was later confirmed by the biomed that she had replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.